Manufacturer narrative:
Conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided.

Event description:
The customer reported that the system was unable to perform fluoroscopy. This issue will cause the system to be unusable due to the inability to see the live image. No pt death or serious injury was reported related to this event.